Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 07/13/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/24/2015 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that all of the keypad buttons were intermittently responsive: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts; this device failure directly caused the reported issue. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The threads of the returned battery cap were found to be stripped, and the torque slot on top of the returned battery cap was found to be damaged/worn. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU); a test battery cap, which was able to secure to the suspect pump case per the IFU, was used during the analysis.